Event description:
It was reported during a da vinci procedure the maryland bipolar forceps instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of broken cable was confirmed by failure analysis. The instrument grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by the site was that the surface of the distal pulley had scratch marks/abrasions. Additionally the instrument grip tips were bent. One grip was bent causing side to side misalignment of grips. There was a .040 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable and main tube scratches were to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.